Event description:
The customer reported to beckman coulter (bec) that the unicel dxh 800 coulter cellular analysis system generated aspiration errors. There was no death, injury or impact to patient results and there was no change to patient treatment attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse ran multiple samples and confirmed full aspiration of the samples; however, the instrument was giving aspiration errors. The fse replaced both blood detectors and verified instrument operation to resolve the false aspiration errors. Although the blood detectors were replaced, the instrument still gave aspiration errors approximately every 50 samples. During instrument servicing the fse observed a leak. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. The leak did not occur during normal operation by the customer before the fse arrived. Another blood sample valve (bsv) was ordered and installed to resolve the leak issue. Failure mode can be attributed to the bsv.